Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the black box showed an unconfirmed replace battery alarm on 08/04/2015 at 07:25 followed by a pump reboot event at 08:32 and 11:51. Deliveries resumed at 11:56. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of inuslin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.